Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Customer reportedly did not perform the air removal step when filling the cartridge with insulin. Customer was educated on the air removal process per the user guide. Customer loaded a new cartridge to resolve the issue.